Manufacturer narrative:
The customer's myoglobin results were able to be confirmed through investigation. The root cause of the event was found to be the high-dose hook effect. Per product labeling, "there is no high-dose hook effect at myoglobin concentrations up to 30000 ng/ml." As the correct result was deemed to be 44000 ng/ml, it was confirmed that the very high concentration of myoglobin caused the initial low result. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys myoglobin stat immunoassay results for 1 patient sample on a cobas 6000 e 601 module and an abbott analyzer. On (B)(6) 2023, the initial myoglobin result was 1747 ng/ml with prozone. The initial result was reported outside of the laboratory. The doctor questioned the results and the sample was repeated. On (B)(6) 2023, the sample was repeated and a result that was above the measurement range was obtained. A 1:400 dilution was made and the diluted result was 448,425 ng/ml. On (B)(6) 2023, the sample was tested on an abbott analyzer and the result was 700,000 ng/ml without prozone and above the upper limit of the measuring range. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation is ongoing.